Event description:
It was reported that the end of the connector came out of the handle exposing the core of this reference patch. The customer stated that this product was on the patient but it did not cause damage to the patient. The customer stated that they could see dried glue in the handle. The customer also stated that an emergency situation occurred, but they did not provide any details about the situation. Customer stated that the biosense webster products had nothing to do with the emergency situation. Additional information regarding this event was subsequently obtained from customer. There was a perforation that occurred during the transseptal puncture, at which point, the procedure was cancelled. The patient was treated by pericardiocentesis. The patient is doing well and the doctor did not foresee any further issues.